Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found. The proximal conductor and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during implant of the lead, the lv2 and lv3 vectors displayed high impedance. An attempt to use different cables showed the same result. The lead was explanted and a new lead was successfully placed. The patient was a participant in the (B)(6) clinical study. No patient complications were reported as a result of this event.